Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided. Bg cause was not known. Customer declined troubleshooting/ providing additional information to determine a possible cause of the low bg.